Manufacturer narrative:
There were no anomalies identified during the internal review of the device history record (DHR) of the system console. Superdimension has requested the device for evaluation but has not received anything to date. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient suffered a pneumothorax during a superdimension procedure. The patient received a chest tube and was hospitalized overnight and released the following day. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The evaluation of a component of the superdimension system, case recordings, showed CT-to-body divergence however the cause of the CT-to-body divergence is unknown therefore no conclusion can be made. The failure mode of CT-to-body divergence is acceptable with mitigation per the superdimension fmea documentation. If additional information pertinent to the incident is obtained another follow-up report will be submitted.